Manufacturer narrative:
(B)(4). Date sent: 10/06/2021. This is an analysis for 4 photos and one video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first and fourth photo shows a device from the anvil area, with the washer properly placed, and no apparent damage. The second photo shows the knife and drivers exposed, the trocar extended and with washer out of position. The third photo shows a device from the anvil and trocar area, with the knife and drivers exposed and the washer placed on the knife area. The video starts with device manipulation, with the drivers exposed. At the 00:07 mark can be see the knife bent around the washer area, this damage may have caused the malformed staples. Based on the four photos and the video review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2021. H10: component code = g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pph03 device arrived with the knife damaged, the breakaway washer was present and with an off-center cut. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Only event year is known: 2021. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: how was the bleeding controlled? Multiple sutures of vicryl and pds to control after visualisation of the bleeders & hemostasis achieved without cautery or adrenaline how much blood was lost (ml)? No idea. Did the patient require a transfusion? 2 units of p.r.b.c. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Post surgery the patient was transfused with two units of blood and shifted to surgical hdu for further management and monitoring. After that patient had some high temperature. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the grade of hemorrhoids? Clarification needed regarding the staples: were there staples deployed? If yes, what were their shape? Were there staples seen in the surgical field? Were the hemorrhoids circumferential or in specific quadrants? Please describe. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed? Was there two pieces of the washer once the firing was completed? What further management was done for the patient once they were moved to the hdu? What is the current patient status?

Event description:
It was reported that the doctor used pph03 stapler in hemorrhoidectomy, when surgeon fired the stapler, he said, only knife is passed through the tissue, no staple formation. That means it cut the tissue, so that it leads to the rectal bleeding to the patient. After that he arranged the blood also for to manage this issue.